Manufacturer narrative:
The sample has been returned for evaluation. Visual examination identifies fluid leak and corrosion, which was due to fluid ingress into the motor housing. Fluid passed beyond the lip seal of the motor mount. Cracks and excessive sealant were identified on the motor mount which appears to have allowed fluid to pass into the housing. Based on the sample evaluation and investigation performed, the reported event was confirmed and the root cause determined to be manufacturing related. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in january, 2021. Sample evaluated.

Event description:
It was reported that during a robotic assisted procedure on (B)(6) 2021, a bard/davol hydro-surg plus irrigator was used. The device was in use for "quite awhile" on an intermittent basis, as needed for irrigation. The pump assembly began foaming a brown colored liquid, turned into a sludge and began dripping down at the bottom of the IV pole (not in the patient). It was reported that the fluid coming out of the tubing and into the patient was clear, but the contact was unsure if there was a breach between the fluid path and the receiver. Once the brown-sludge fluid was noticed, the product was replaced with a new one. After removing the hydro-surg from the IV pole, it was tilted and a large amount of the brown-fluid fell out of the pump assembly on the floor. As reported, before the leak, the water pressure coming out of the pump seemed very low compared to the usual, but was still manageable. There was no reported patient injury.